Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush heads falling off [device breakage]; no adverse event [no adverse event]. Case description: a consumer reported that he or she had been using an oral-b rechargeable toothbrush, version unknown for over 25 years, and for the past several years has had a problem with the oral-b brushheads, version unknown falling off. No symptoms developed